Event description:
It was reported that bd plastipak¿ syringe had a deformed tip, deformed plunger and foreign matter. This occurred on 14 occasions before use. The following information was provided by the initial reporter: 1. Description of the complaint 20 ml bd syringes which, when opened from their original packaging, observe their poor condition. Ten (10) syringes with the deformed tip, three (3) with the deformed plunger of which one (1) has particles inside. Info add: customer informed us that the foreign matter is similar to ink nevertheless they give a bad appearance to the syringe and therefore to the finished product of unidossis.

Manufacturer narrative:
H.6 investigation summary: 17 samples received for investigation, upon evaluation , 8 have a badly assembled stopper, 3 with a damaged plunger, 2 with a shaded marking on the barrel and 4 with a damaged tip. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Potential root cause for the badly assembled stopper and plunger damage is spiral damage in the equipment. The shaded marking on the barrel is due to the marking equipment sensor. The damaged tip due to collision of the syringes in the conveyor belt. Corrective action, updating the maintenance of the spiral of the plunger transfer disc, training operational personnel, and placing a sensor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had a deformed tip, deformed plunger and foreign matter. This occurred on 14 occasions before use. The following information was provided by the initial reporter: description of the complaint 20 ml bd syringes which, when opened from their original packaging, observe their poor condition. Ten (10) syringes with the deformed tip, three (3) with the deformed plunger of which one (1) has particles inside. Info add: customer informed us that the foreign matter is similar to ink nevertheless they give a bad appearance to the syringe and therefore to the finished product of unidossis.